Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of connection issue was traced to loosened coupler unit, and probable cause of loosened coupler unit was traced to component failure due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclavable camera head to the service center for evaluation related to a separate issue. During testing, the service center identified the device had loosened coupler unit and cannot be connected to the scope. There was no patient involvement.